Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal cancer closed bowel, the bowel could not be closed because the device was not able to be fired. Surgeon replaced the handle to resolve the issue. No patient injury.